Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Upstream occlusion alarms were confirmed during a review of the event history log. Evaluation was unable to reproduce the upstream occlusion alarms due to an intermittent white screen condition caused by a failed processor printed circuit board. The upstream occlusion alarms viewed in the history log confirm the customer's allegation and were evidence enough to determine this pump was operating out of specification with respect to the reported symptom. The device was recalibrated during the repair process.